Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone number: (B)(6). Investigation ¿ evaluation: cook was notified that a common iliac rupture occurred after the placement of cook grafts and balloon molding was completed using an unknown cook coda balloon catheter. The patient was an 85-year-old male at the time of the event. He had been diagnosed with an abdominal aortic aneurysm (aaa). The patient underwent endovascular aortic repair for treatment for the aaa on (B)(6) 2026. The following cook devices were implanted during the procedure: zenith alpha aaa endovascular graft main body (rpn: unknown), zenith alpha aaa endovascular graft iliac leg (rpn: zisl-16-59) was placed on the patient¿s right. Zenith alpha aaa endovascular graft iliac leg (rpn: unknown) was placed on patient¿s left. No issues were reported with the deployment or delivery of the devices. The surgeons began balloon molding using an unknown cook coda balloon catheter. A 60 ml syringe was used to inflate the coda balloon. The syringe contained 10 ml of contrast and 20 ml of heparinized saline. When using the cook coda balloon catheter for molding in the right zenith alpha aaa endovascular graft iliac leg (rpn: zisl-16-59) the cook sales representative noticed that the graft expanded rapidly at one point. It was then noted that the patient¿s blood pressure began to drop. At the cook representative¿s suggestion, the surgeon completed a contrast injection, confirming extravasation outside the graft due to common iliac artery rupture. This was located above the distal stent of the graft and was partially contained. The surgeon was happy to extend closer to the internal iliac takeoff and a zenith alpha aaa endovascular graft iliac leg (rpn: zisl-16-42) was deployed. The zisl-16-42 extension stopped the leak and repaired the rupture. The surgeon indicated that the rupture was due to overzealous coda balloon molding and was no fault of the stent graft or balloon. The surgeon indicated he would not be responding to any questions, supplying images, photos, or computed tomography angiography (cta). Reviews of documentation including the complaint history, drawing, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field cook also reviewed product labeling. The possible IFU's packaged with the device contains the following in relation to the reported failure mode: IFU t_codalp_rev4 and IFU t_coda2_rev6 were reviewed for this complaint. Both ifus include the same relevant information. The information listed below was taken from t_codalp_rev4. Intended use: the coda and coda lp balloon catheters are intended for temporary occlusion of large vessels, or to expand vascular prostheses. Warnings: ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture. ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ the coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. ¿ the coda 40 mm balloon catheter should not be used in vessels less than 24 mm in diameter. ¿ when used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Precautions: ¿ always manipulate catheter using fluoroscopic control. ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events: ¿ vessel dissection, perforation, rupture or injury. Introducer sheath selection: for introduction, it is recommended to use a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter and a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Balloon inflation volume: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture. ¿ rupture of balloon. Balloon introduction and inflation: 2.advance the balloon catheter over a pre-positioned .035-inch wire guide, utilizing a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter or a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. 3.under fluoroscopy, advance the balloon to the desired position using radiopaque markers. 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. After reviewing the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the information provided, no product returned, and the results of the investigation a potential root cause has been traced to the medical procedure. The physician stated, ¿the rupture was due to overzealous coda balloon molding and no fault of the stent graft, or balloon.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a common iliac rupture occurred after the placement of cook grafts and balloon molding was completed using an unknown cook coda balloon catheter. The patient was an 85-year-old male at the time of the event. He had been diagnosed with an abdominal aortic aneurysm (aaa). The patient underwent endovascular aortic repair for treatment for the aaa on (B)(6) 2026. The following cook devices were implanted during the procedure: zenith alpha aaa endovascular graft main body (rpn: unknown. Zenith alpha aaa endovascular graft iliac leg (rpn: zisl-16-59) was placed on the patient¿s right. Zenith alpha aaa endovascular graft iliac leg (rpn: unknown) was placed on patient¿s left. No issues were reported with the deployment or delivery of the devices. The surgeons began balloon molding using an unknown cook coda balloon catheter. A 60 ml syringe was used to inflate the coda balloon. The syringe contained 10 ml of contrast and 20 ml of heparinized saline. When using the cook coda balloon catheter for molding in the right zenith alpha aaa endovascular graft iliac leg (rpn: zisl-16-59) the cook sales representative noticed that the graft expanded rapidly at one point. It was then noted that the patient¿s blood pressure began to drop. At the cook representative¿s suggestion, the surgeon completed a contrast injection, confirming extravasation outside the graft due to common iliac artery rupture. This was located above the distal stent of the graft and was partially contained. The surgeon was happy to extend closer to the internal iliac takeoff and a zenith alpha aaa endovascular graft iliac leg (rpn: zisl-16-42) was deployed. The zisl-16-42 extension stopped the leak and repaired the rupture. The surgeon indicated that the rupture was due to overzealous coda balloon molding and was no fault of the stent graft or balloon. The surgeon indicated he would not be responding to any questions, supplying images, photos, or computed tomography angiography (cta).